Manufacturer narrative:
Preferred term for investigation conclusions: would be "incorrect installation" .

Event description:
The head of the microscope (opmi) fell off from mora interface during a surgery. The doctor was able to catch the opmi without any contact with the patient. The doctor performed the surgery in another dental room. There was no one injured.